Event description:
Had an allergic reaction to this particular batch [allergic reaction, ([injection site joint swelling], [injection site joint pain], [difficulty in walking], [stiff knees], [injection site joint effusion], [arthrocentesis], [joint range of motion decreased], [synovial fluid color], [culture nos negative]). Synvisc one used for stage 4 chondropathy in both knees/took synvisc one for worn cartilage wih no reported adverse event [product use in unapproved indication]. Case narrative: initial information received on 23-oct-2024 regarding an unsolicited valid non-serious case received from a pharmacist, this case became serious on (B)(6) 2024. This case is linked with case ID: (B)(4) (same reporter, case for another patient) and (B)(4) (duplicate; same patient). This case involves a 49-year-old male patient who had an allergic reaction to this particular batch after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] used for stage 4 chondropathy in both knees/took synvisc one for worn cartilage with no reported adverse event directly reported to this product use in unapproved indication. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. The patient did a lot of sports, which had affected his joints: soccer, athletics and swimming and had stage 4 chondropathy in both knees for years. For his chondropathy, he had been receiving synvisc injections in both knees every 18 months since 2017, with no concerns so far. On (B)(6) 2024, at 1pm, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48m/6ml) in the right knee once (dose, route: unknown) for stage 4 chondropathy in both knees and worn cartilage (product use in unapproved indication) (same day latency) (batch number: ersl007a, expiry date: 31-jan-2027). Injections were done by a sports physician. The injections went well. No ultrasound was performed after the injections. The batch in question went into his right knee. He bought the product from an online pharmacy. At the end of that day, on (B)(6) 2024, his right knee was swollen (injection site joint swelling) and began to hurt, was very painful (injection site joint pain) and he had difficulty walking (gait disturbance) (same day latency). Gradually, the knee became stiff (joint stiffness) and he could no longer bend it (joint range of motion decreased) (same day latency) (batch number: ersl007a, expiry date: 31-jan-2027). He took paracetamol and iced it. There was no reaction in his left knee. It was reported patient had his 4th and 5th injection on the knee on (B)(6) 2024 at sports clinic and had allergic reaction to one of the injections (hypersensitivity) (onset date: on (B)(6) 2024, latency: same day) (batch number: ersl007a, expiry date: jan-2027). He saw his physician again who thinks he had an allergic reaction to this particular batch. It was reported that he had been injected in each knee with a product belonging to 2 different batches; in the knee where he was injected with the product from batch ersl007a, he had swelling requiring treatment; he had no problems with the injection in the other knee made with a synvisc one from another batch. As he had a reaction in one knee and not in the other, the male patient believed it was a faulty product and requested that he should be given a faultless synvisc one free of charge. The pharmacist believed that the potentially defective product was not kept. On (B)(6) 2024) morning, he went back to the clinic where an ultrasound scan was performed and found an effusion (injection site joint effusion) (latency: 3 days). The effusion was punctured by another doctor, as his physician was absent, and a total of 80 ml of fluid was removed (aspiration joint) (latency: 3 days). It was a little yellowish (synovial fluid analysis) (latency: 3 days). The puncture fluid was analyzed, revealing no bacterial infection (culture negative) (latency: 3 days) (batch number: ersl007a, expiry date: jan-2027 for all events). The patient received anti-inflammatory drugs and an antihistamine. It was reported that he had recovered around 90% of his mobility, but some movements were still painful (e.g. Squatting). The products had not been reported, but they had some in stock from this lot that they placed under quarantine while waiting for a response on the quality of the procedure to follow. Products on direct order. Action taken: not applicable hypersensitivity. Corrective treatment: paracetamol, ice, anti-inflammatory drugs and an antihistamine for hypersensitivity. At time of reporting, the outcome was recovering for hypersensitivity. Seriousness criteria: medically significant and intervention required for hypersensitivity. A product technical complaint (ptc) was initiated on 08-oct -2024 for synvisc one (lot/batch number: ersl007a; expiry date: 31-jan-2027) with global ptc number: complaint: (B)(4). Batch number: ersl007a, synvisc one was manufactured on 20feb2024 with expiration date of 31jan2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformance's were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of four (4) complaints for lot ersl007a complaint: (B)(4), ersl007a oher pharmacovigilance event, complaint: (B)(4), ersl007a oher pharmacovigilance event, complaint: (B)(4), ersl007a oher pharmacovigilance event, complaint: (B)(4), ersl007a injection site inflammation. Based on investigation and trend analysis, no CAPA (corrective action and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling" to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 14-nov-2024 with summarized conclusion as no assessment possible. Additional information was received on 23-oct-2024 from the quality department. Ptc details added and suspect updated from synvisc to synvisc one. Text amended accordingly. Additional information was received on 07-nov-2024 from the pharmacist. Narrative updated. Text amended accordingly. Additional information was received on 21-nov-2024 from non-healthcare professional: based on information received, case was upgraded to serious case. New events added: arthritis infective (with symptoms gait disturbance, joint stiffness, injection site joint effusion, aspiration joint, joint range of motion decreased, synovial fluid analysis, culture negative), hypersensitivity, device use issue. Patient age was added. Medical history and concurrent condition was added. Therapy start date and indication for suspect was added. Clinical course was updated and text was amended. Upon internal review on 29-nov-2024, the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case: (B)(4) (to be deleted) has been merged in case: (B)(4). Event of arthritis ineffective was deleted. Ptc results were added. Clinical course was updated and text amended accordingly. Upon internal review on 09-dec-2024, the cases: (B)(4) (to be deleted) were identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case: (B)(4) (to be deleted) has been merged in case: (B)(4). Additional indication was added. Llt/pt updated to product use in unapproved indication from device use issue. Event verbatims for product use in unapproved indication and injection site joint swelling were updated. Clinical course was updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 28-nov-2024: this case involves a 49-year-old male patient who had arthritis infective (surgical intervention was done and the puncture fluid was analyzed, revealing no bacterial) and had an allergic reaction to this particular batch while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. However, patient had stage 4 chondropathy in both knees (and device was used outside the labelled conditions for it) which could the cofounding reason for occurrence of adverse event. Also, there could be an issue with this particular batch since patient was receiving synvisc injections in both knees since 2017, with no concerns so far.further information on patient¿s past medical history, family history, details on suspect therapy, concomitant medications, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Puncture fluid was analyzed, revealing no bacterial infection [arthritis infective], [culture nos negative], [injection site joint effusion], [arthrocentesis], [injection site joint swelling], [injection site joint pain], [difficulty in walking], [stiff knees], [joint range of motion decreased], [synovial fluid color]. Had an allergic reaction to this particular batch [allergic reaction] synvisc one used for stage 4 chondropathy in both knees with no reported adverse event [device use in unapproved indication]. Case narrative: initial information received on 23-oct-2024 regarding an unsolicited valid non-serious case received from a pharmacist, this case became serious on 21-nov-2024. This case is linked with case ID (B)(4) (same reporter, case for another patient) and (B)(4) (same reporter). This case involves a 49-year-old male patient who had an allergic reaction to this particular batch and puncture fluid was analyzed, revealing no bacterial with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] used for stage 4 chondropathy in both knees with no reported adverse event directly reported to this device use issue. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. The patient did a lot of sports, which had affected his joints: soccer, athletics and swimming and had stage 4 chondropathy in both knees for years. For his chondropathy, he had been receiving synvisc injections in both knees every 18 months since 2017, with no concerns so far. On (B)(6) 2024, at 1pm, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48m/6ml) in the right knee once (dose, route: unknown) for stage 4 chondropathy in both knees (device use issue) (same day latency) (batch number: ersl007a, expiry date: jan-2027). Injections were done by a sports physician. The injections went well. No ultrasound was performed after the injections. The batch in question went into his right knee. He bought the product from an online pharmacy. At the end of that day, on (B)(6) 2024, his right knee was swollen (injection site joint swelling) and began to hurt, was very painful (injection site joint pain) and he had difficulty walking (gait disturbance) (same day latency). Gradually, the knee became stiff (joint stiffness) and he could no longer bend it (joint range of motion decreased) (same day latency) (batch number: ersl007a, expiry date: jan-2027). He took paracetamol and iced it. There was no reaction in his left knee. On monday ((B)(6) 2024) morning, he went back to the clinic where an ultrasound scan was performed and found an effusion (injection site joint effusion) (latency: 3 days). The effusion was punctured by another doctor, as his physician was absent, and a total of 80 ml of fluid was removed (aspiration joint) (latency: 3 days). It was a little yellowish (synovial fluid analysis) (latency: 3 days). The puncture fluid was analyzed, revealing no bacterial infection (arthritis infective) (culture negative) (latency: 3 days) (batch number: ersl007a, expiry date: jan-2027 for all events). The patient received anti-inflammatory drugs and an antihistamine. Today ((B)(6) 2024), he had recovered around 90% of his mobility, but some movements were still painful (e.g. Squatting). He saw his physician again who thinks he had an allergic reaction to this particular batch (hypersensitivity) (onset date: 2024, latency: unknown) (batch number: ersl007a, expiry date: jan-2027). The products had not been reported, but they had some in stock from this lot that they placed under quarantine while waiting for a response on the quality of the procedure to follow. Products on direct order. Action taken: not applicable for both events arthritis infective and hypersensitivity. Corrective treatment: paracetamol, ice, anti-inflammatory drugs for arthritis infective and an antihistamine for hypersensitivity. At time of reporting, the outcome was recovering for arthritis infective and hypersensitivity. Seriousness criteria: medically significant and intervention required for arthritis infective. A product technical complaint (ptc) was initiated on 08-oct-2024 for synvisc one (lot/batch: ersl007a) with global ptc number: (B)(4). Sample status was not available, and investigation was still in process. Additional information was received on 23-oct-2024 from the quality department. Ptc details added and suspect updated from synvisc to synvisc one. Text amended accordingly. Additional information was received on 07-nov-2024 from the pharmacist. Narrative updated. Text amended accordingly. Additional information was received on 21-nov-2024 from non-healthcare professional: based on information received, case was upgraded to serious case. New events added: arthritis infective (with symptoms gait disturbance, joint stiffness, injection site joint effusion, aspiration joint, joint range of motion decreased, synovial fluid analysis, culture negative), hypersensitivity, device use issue. Patient age was added. Medical history and concurrent condition was added. Therapy start date and indication for suspect was added. Clinical course was updated and text was amended.

Event description:
Had an allergic reaction to this particular batch [allergic reaction] ([injection site joint swelling], [injection site joint pain], [difficulty in walking], [stiff knees], [injection site joint effusion], [arthrocentesis], [joint range of motion decreased], [synovial fluid color], [culture nos negative]). Synvisc one used for stage 4 chondropathy in both knees with no reported adverse event [device use in unapproved indication] . Case narrative: initial information received on 23-oct-2024 regarding an unsolicited valid non-serious case received from a pharmacist, this case became serious on 21-nov-2024. This case is linked with case ID (B)(6) (same reporter, case for another patient) and (B)(6) (duplicate; same reporter). This case involves a 49 years old male patient who had an allergic reaction to this particular batch after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] used for stage 4 chondropathy in both knees with no reported adverse event directly reported to this device use issue. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. The patient did a lot of sports, which had affected his joints: soccer, athletics and swimming and had stage 4 chondropathy in both knees for years. For his chondropathy, he had been receiving synvisc injections in both knees every 18 months since 2017, with no concerns so far. On (B)(6) 2024, at 1pm, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48m/6ml) in the right knee once (dose, route: unknown) for stage 4 chondropathy in both knees (device use issue) (same day latency) (batch number: ersl007a, expiry date: (B)(6) 2027). Injections were done by a sports physician. The injections went well. No ultrasound was performed after the injections. The batch in question went into his right knee. He bought the product from an online pharmacy. At the end of that day, on (B)(6) 2024, his right knee was swollen (injection site joint swelling) and began to hurt, was very painful (injection site joint pain) and he had difficulty walking (gait disturbance) (same day latency). Gradually, the knee became stiff (joint stiffness) and he could no longer bend it (joint range of motion decreased) (same day latency) (batch number: ersl007a, expiry date: (B)(6) 2027). He took paracetamol and iced it. There was no reaction in his left knee. He saw his physician again who thinks he had an allergic reaction to this particular batch (hypersensitivity) (onset date: (B)(6) 2024, latency: same day) (batch number: ersl007a, expiry date: (B)(6) 2027). On monday ((B)(6) 2024) morning, he went back to the clinic where an ultrasound scan was performed and found an effusion (injection site joint effusion) (latency: 3 days). The effusion was punctured by another doctor, as his physician was absent, and a total of 80 ml of fluid was removed (aspiration joint) (latency: 3 days). It was a little yellowish (synovial fluid analysis) (latency: 3 days). The puncture fluid was analyzed, revealing no bacterial infection (culture negative) (latency: 3 days) (batch number: ersl007a, expiry date: (B)(6) 2027 for all events). The patient received anti-inflammatory drugs and an anti-histamine. It was reported that he had recovered around 90% of his mobility, but some movements were still painful (e.g. Squatting). The products had not been reported, but they had some in stock from this lot that they placed under quarantine while waiting for a response on the quality of the procedure to follow. Products on direct order. Action taken: not applicable hypersensitivity. Corrective treatment: paracetamol, ice, anti-inflammatory drugs and an anti-histamine for hypersensitivity. At time of reporting, the outcome was recovering for hypersensitivity. Seriousness criteria: medically significant and intervention required for hypersensitivity. A product technical complaint (ptc) was initiated on 08-oct -2024 for synvisc one (lot/batch number: ersl007a; expiry date: (B)(6) 2027) with global ptc number: (B)(4) . Batch number ersl007a, synvisc one was manufactured on 20feb2024 with expiration date of (B)(6) 2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of four (4) complaints for lot ersl007a complaint - (B)(4) ersl007a oher pharmacovigilance event. Complaint - (B)(4) ersl007a oher pharmacovigilance event. Complaint - (B)(4) ersl007a oher pharmacovigilance event. Complaint - (B)(4) ersl007a injection site inflammation. Based on investigation and trend analysis, no CAPA required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis "product event handling" to determine if a CAPA (corrective action and preventive action) was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 14-nov-2024 with summarized conclusion as no assessment possible. Additional information was received on 23-oct-2024 from the quality department. Ptc details added and suspect updated from synvisc to synvisc one. Text amended accordingly. Additional information was received on 07-nov-2024 from the pharmacist. Narrative updated. Text amended accordingly. Additional information was received on 21-nov-2024 from non healthcare professional: based on information received, case was upgraded to serious case. New events added: arthritis infective (with symptoms gait disturbance, joint stiffness, injection site joint effusion, aspiration joint, joint range of motion decreased, synovial fluid analysis, culture negative), hypersensitivity, device use issue. Patient age was added. Medical history and concurrent condition was added. Therapy start date and indication for suspect was added. Clinical course was updated and text was amended. Upon internal review on 29-nov-2024 the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). Hence, all the information from the case (B)(4) (to be deleted) has been merged in case (B)(4). Event of arthritis ineffective was deleted. Ptc results were added. Clinical course was updated and text amended accordingly.